Event description:
It was reported the patient stopped using the pump 3 years ago due to a problem with the battery.

Manufacturer narrative:
Product ID: 8709, lot# j0056661r, implanted: (B)(6) 2001, product type: catheter. (B)(4).